Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a protruded and loose drive support disk. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the display window and cracked battery tube threads.

Event description:
It was reported the customer received a compromised force sensor system alarm while priming their insulin pump. Customer's blood glucose was 122 mg/dl. Troubleshooting found the customer's drive support cap was sticking out. Customer did not recall pressing on their cap while connected. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.